Manufacturer narrative:
A footprint ultra pk 4.5 mm suture anchor used for treatment, was not returned for evaluation. Due to unavailability, the allegation could not be fully confirmed. Definitive conclusions, investigation and evaluation were limited without evaluation of physical product. There was a relationship between the reported event and the device. If objective evidence, relevant information, packaging or product becomes available to assist with evaluation, the complaint will certainly be revisited. Factors that may affect device performance include: device ability, product knowledge. Influences that could compromise product performance or integrity that are unrelated to manufacture include: damaged or use of other than recommended prep instrument size or types. Unexpected bone condition/density. Shallow prep hole. Loss of axial alignment before completed insertion. Unintended separation of anchor from inserter. Unintended damage. Per instructions for use: ¿the proper hole depth is achieved when the laser depth mark or circular groove on the distal end of the awl contacts the bone surface. Establish and maintain axial alignment of the suture anchor to the prepared insertion site, and place the tip of the anchor into the prepared hole. Warning: rotate the torque limiter counterclockwise only enough to allow the sutures to slide easily. Excessive counterclockwise rotation can unscrew the inner anchor plug from the anchor implant, possibly resulting in a damaged anchor or the inner plug falling off the inserter and into the joint.¿ per instructions for use, prep instrument for normal bone conditions is a 3.8mm straight awl. Records indicate the device met specifications upon release to distribution. One related other complaint was found for this lot.

Event description:
It was reported that during procedure, the suture anchor broke into half while malleting into the bone. All the pieces were removed. An additional hole was made to complete the procedure. A backup device was available to complete the procedure with no significant delay and no patient injuries.